Manufacturer narrative:
Corrected data: d6b.

Event description:
Healthcare professional reported a xen®gts. "Blebitis [23 months after implantation] with a removal of the xen® and of the infected conjunctiva then suturing" in unknown eye.

Manufacturer narrative:
Clarification to e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "blebitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®gts. "Blebitis [23 months after implantation] with a removal of the xen® and of the infected conjunctiva then suturing" in unknown eye.